Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked near the display window corners. The device alarmed during the prime test due to moisture damage noted inside the force sensor. Dried insulin noted on the motor slide.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the pump malfunctioned. Customer stated that the insulin is squirting out during manual priming. Customer stated that they are receiving a33 alarm. Customer's blood glucose at that time was 68mg/dl. Troubleshooting was done. Insulin pump replaced. No further information provided.